Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a glenoid labral lesion repair surgery the tip of the device broke off. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device from another manufacturer (smith&nephew accupass). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-6068-45l batch 3331136720 was received for evaluation. Functional testing was not performed because the device was damaged. Visual evaluation found that the 45° left curve tip was detached at the weld with the shaft. The most likely cause of the observed failure is a use error due to prying/levering the device against hard bone or other instrumentation during use.